Manufacturer narrative:
(B)(4). Date of event: the event occurred in 2018; however, the month and date of the event were not reported. The product lot number is not available / not reported. The expiration date of the device is not known. Concomitant medical products: sofia® plus intermediate catheter (microvention). The device manufacture date is not known as the product lot number of the device is not available / not reported. [Conclusion]: the healthcare professional reported that she has experienced a repeated issue this year, 2018, with the 5x33 embotrap ii revascularization device (et007533/unk lot); would become stuck in the sofia® plus (microvention) intermediate catheter after treating the patient. The user reported that sometimes she would feel a strong resistance and as a result, could not fully retrieve the embotrap ii out of the sofia plus catheter. The user would then pull both devices out of the patient and would need to exert strong force on the embotrap ii to remove from the sofia plus catheter; the user then would not know if either the embotrap ii or the sofia plus catheter that was being damaged and as a result, a new stent retriever and a new intermediate catheter would be opened, which is considered to be costly. The user stated that this issue does not occur often with other stent retrievers. There was no report of any patient harm or adverse event. It was reported that the information provided in this complaint contains all the details that were known and available regarding the reported issue related to the 5x33 embotrap ii revascularization device. The user did not keep the product to return it for evaluation. The lot number is not available. Device history record (DHR) review "could be" performed without the lot number. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of causes and possible contributing factors could be made. As such the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. The device history record (DHR) review was not performed as the lot number of the device was not available. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that she has experienced a repeated issue this year, 2018, with the 5x33 embotrap ii revascularization device (et007533/unk lot); would become stuck in the sofia® plus (microvention) intermediate catheter after treating the patient. The user reported that sometimes she would feel a strong resistance and as a result, could not fully retrieve the embotrap ii out of the sofia plus catheter. The user would then pull both devices out of the patient and would need to exert strong force on the embotrap ii to remove from the sofia plus catheter; the user then would not know if either the embotrap ii or the sofia plus catheter that was being damaged and as a result, a new stent retriever and a new intermediate catheter would be opened, which is considered to be costly. The user stated that this issue does not occur often with other stent retrievers. There was no report of any patient harm or adverse event. It was reported that the information provided in this complaint contains all the details that were known and available regarding the reported issue related to the 5x33 embotrap ii revascularization device. The user did not keep the product to return it for evaluation.

Manufacturer narrative:
Manufacturer¿s ref no: (B)(4). The purpose of this MDR is to correct the manufacture information. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.